Event description:
Reportedly in the evening of the implant day of the subject pacemaker on (B)(6) 2016 ventricular capture failure was observed. On (B)(6) 2016 a pacemaker check was performed and again ventricular loss of capture was confirmed. No anomaly was identified on x-ray photo. A re-intervention was performed accordingly. During the procedure no lead connection issue was noted. The ventricular lead was disconnected and normal measurements were obtained with the psa. The lead tip was repositioned and normal measurements were obtained prior and after fixing with the helix. However, lead dislodgement was observed after fixing the lead tip with the helix. The ventricular lead was removed from the patient's body and some cardiac tissue was observed on the lead tip, and it was replaced. The subject pacemaker was also replaced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly in the evening of the implant day of the subject pacemaker on (B)(6) 2016, ventricular capture failure was observed. On (B)(6) 2016, a pacemaker check was performed and again ventricular loss of capture was confirmed. No anomaly was identified on x-ray photo. A re-intervention was performed accordingly. During the procedure no lead connection issue was noted. The ventricular lead was disconnected and normal measurements were obtained with the psa. The lead tip was repositioned and normal measurements were obtained prior and after fixing with the helix. However, lead dislodgement was observed after fixing the lead tip with the helix. The ventricular lead was removed from the patient's body and some cardiac tissue was observed on the lead tip, and it was replaced. The subject pacemaker was also replaced.